Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 23 mmol/l at the time of the incident. The customer was declined troubleshooting for high blood glucose. Customer stated that infusion set had fault because she said that she used an old one and she started getting high after putting in a new infusion set. And she said her blood glucose was going down over all. The device will not be returned for analysis.